Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead body was slightly twisted/wavy, likely due to the reported twiddler's syndrome.

Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead were explanted as the patient pulled the leads back into the pocket due to twiddling. The physician removed the system and reimplanted the device and new ra and rv leads sub pectoral to try and prevent reoccurrence. No additional adverse patient effects were reported.